Manufacturer narrative:
The fogarty thru-lumen embolectomy catheter was received by the product evaluation laboratory for a full examination. As received, the balloon was found to be ruptured in the central area. The edges of latex did not match at the ruptured region. The through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The IFU was reviewed and it indicates "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Based on further investigation by the engineers at the manufacturing site, there is no evidence that supports or confirms the failure is associated to a manufacturing or design defect. As part of the manufacturing process, the units go through balloon and winding inspection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before procedure, the balloon of this fogarty embolectomy catheter could not inflate. There was no allegation of patient injury. The device was received for evaluation. The balloon was found to be ruptured in the central area and the edges of latex did not match.